Event description:
It was reported that capture threshold had gradually increased. The decision was made to explant the lead.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition that would have contributed to the reported increased in capture threshold. Functional testing revealed normal lead characteristics. The electrical and lead impedance were found to be normal.